Manufacturer narrative:
This supplemental report is being submitted to provide corrected data, evaluation results, and the results of the legal manufacturer's final investigation. New information added to the following fields: d8, e1, h3 and h6. Corrected information added to the following fields: b5 - (see summary of product problem) d10 g3 - correction is being made to previously submitted g3 date received by manufacturer which was not late. The correct date was [04/18/2024]. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign object could not be identified, nor could the root cause of the foreign object remaining in the device be determined. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) identified. The event can be prevented by following the instructions for use which state: instructions for gif/cf/pcf-190 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-190 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a clogged nozzle. The issue occurred during an unspecified procedure. The procedure was completed using the same device, and there were no reports of patient harm.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.